Event description:
Boston scientific received information that during the device post operative check it was noted that both leads were reversed in the device header. A surgical procedure was done to correct the issue. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.